Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper line (80202u105) was not removed prior to removing the clip delivery system (cds), requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2017 to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted successfully, reducing mr to 2. On (B)(6) 2018, a second mitraclip procedure was performed for recurrent mr with a grade of 4, due to progression of disease. One clip was implanted successfully. A second cds (80202u105) was advanced to further reduce mr. The clip was implanted successfully. After the cds and guide were removed, it was noted that the gripper line was not removed and remained attached to the clip. A multi-purpose was used to remove the gripper line. The clip remained secure on the leaflets. Two clips were implanted, reducing the mr to 2. The patient is stable. No additional information was provided.

Manufacturer narrative:
(B)(4) the device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, it appears that the user forgetting to remove the gripper line contributed to the patient effect of failure to retrieve mitraclip nt system components (removal of foreign body). It should be noted that the mitraclip system instructions for use, states: grasp one of the free ends of the gripper line, confirm the line moves freely and slowly remove the line. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.